Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a right ophthalmic amorphic aneurysm measuring 10mm x 12mm. Post pipeline procedure, it was reported that the patient had some symptoms and had an angiography that showed the carotid artery was totally closed. Reopro was administered to the patient and the vessel opened. The antiplatelet tests were performed before the case and the results were in range. No other injuries were reported with the patient as a result of the procedure.